Manufacturer narrative:
H.6. Investigation summary: the complaint of "contamination" is reported in phoenix ap instrument. Customer reported contamination found after multiple panels resulted with increased resistances. Remote assistance provided by bd to customer, which includes steps for ap environmental monitoring, cleaning and decontamination. Customer confirmed cleaning and replacement of tubing on the ap, repeat cultures have no growth and resistance decreased. Contamination issue resolved. As no returns were received to confirm the failure mode, this is an unconfirmed failure of a bd product. Device history record review for the instrument ap0129 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd phoenix¿ ap that there was biological contamination. No patient impact. The following information was provided by the initial reporter: 1. What result did the customer obtain from the bd product? Increased resistance to meropenem and vancomycin on panels 2. What result was the customer expecting to obtain (if different from the obtained result) sensitive mics for both antimicrobials ap contamination found after multiple panels resulted with increased resistances.

Event description:
It was reported that while using bd phoenix¿ ap that there was biological contamination. No patient impact. The following information was provided by the initial reporter: 1. What result did the customer obtain from the bd product? Increased resistance to meropenem and vancomycin on panels. 2. What result was the customer expecting to obtain (if different from the obtained result) sensitive mics for both antimicrobials. Ap contamination found after multiple panels resulted with increased resistances.

Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.